Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal would no coagulate. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Failure analysis found the primary failure of instrument identification board programming to be related to the customer reported complaint. Visual inspection did not reveal any damage to the cord. The instrument passed electrical continuity test. The instrument was place on an in-house system. The instrument passed recognition and engagement but was not recognized on the e100 generator. The laser ID was read on the rfid chip using rfid editor. The laser ids were mismatched to the laser ids in the maintenance app. No flash was found covering the conductor pin on the integrated cord plug. The root cause is attributed to manufacturing. Intuitive followed up and obtained additional information. The issue with the synchroseal was not confirmed. There was no fragment that fell inside the patient. Tissue effect was not observed during the cycle. There are no images available.

Event description:
Refer to h11 for follow-up information.